Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic with rv over sensing. The signal frequency is regular and suggestive of outside emi source. Reprogramming was recommended. No further information is available.